Event description:
It was reported a revision of the total shoulder system was recently performed. When the surgeon removed the metal head from the body there was metal debris visible. The initial surgery was performed one year earlier. The press-fit stem and body implants' metal had been compromised causing the implants to be slightly deformed'. A revision was performed using the reverse shoulder system. The explanted devices were reportedly discarded by the facility as waste. 'Once the ex-plant was removed the revision surgery continued perfectly.' Total shoulder system used the following: bod-0920-020-14std humeral body, size 14 standard lot# 102896; mhh-0920-010-4818e humeral head, ecc, size 48x18mm lot# 111206; stem-0920-025-15 humeral stem, 15 mm lot # 102507 bsw-0920-021-01 humeral body screw lot# 111320; gn 092003002p glenoid peg, medium lot# 102762. Additional info was requested by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.